Event description:
Device operator requested 10mm spot size on the user treatment screen, the device did not adjust the spot size on the handpiece delivery system to the requested spot size of 10mm but instead maintained a spot size of 1mm. The device operator used the device to treat facial vessels on a patient. The area pulsed healed with some mild discoloration, not expected to be permanent. The user facility reported on (B)(4) 2013 that the device had been used to treat this patient in (B)(6) 2013.